Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula kinked events every day over the past 2 weeks. The events occurred after 3 hours of insertion and the insertion site was at abdomen and upper buttocks. The sets were in use for less than 24 hours. The patient resolved all the events by replacing infusion set and resumed insulin deliveries successfully as well as a manual bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30631 - device 1 of 2.